Event description:
During investigation of the returned system controller, fluid ingress was found in the power cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii epc controller was returned for evaluation following the reported event of the patient passing away. The system controller (serial number (B)(4)) was returned and evaluated at abbott. During the evaluation, the controller was functionally tested and passed all steps without any issues or atypical alarms active. Additionally, the controller was placed on a mock circulatory loop for an extended period of time and was able to operate a pump without any issues or atypical alarms active. While the controller was connected, a log file was downloaded. The log file downloaded from the returned system controller contained data spanning 2 days (day 172, hour 4, minute 41 ¿ day 174, hour 5, minute 28 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the controller. Provided information stated that the final cause of the death was pneumonia and there were no alarms associated with the event. The reported event of the patient passing away could not be correlated to an issue with the system controller as it operated as intended throughout testing. The device history records were reviewed and the records revealed the heartmate ii epc controller (serial #: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii epc controller (serial number (B)(4)) was shipped from abbott on 22jun2015 via ifs. Heartmate ii instructions for use section 21.0 entitled ¿inspection, cleaning, and maintenance guidelines¿ details how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: fluid ingress in the power cables no further information was provided. The manufacturer is closing the file on this event.